Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to urethral strictures the patient had his artificial urinary sphincter (aus) surgery attempted but aborted. It was explained that the physician was unable to place a catheter due to the strictures. It was added that the physician will try to implant again in a few months.